Manufacturer narrative:
Unit received with blank display after battery insertion due to moisture damage on all electronic assemblies. Unable to verify reset anomalies or loss of settings anomalies due to blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Unit received with peeled off display window cover. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, slightly peeling end cap address label, moisture damage on motor assembly, slight corrosion on force sensor assembly and slight corrosion in battery tube.

Event description:
The customer reported via phone call that the front of insulin pump near top of screen the black electrical tape peeling off and battery life was solid. The customer¿s blood glucose level was around 140-150 mg/dl. The insulin pump will be returned for analysis.